Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device follow-up, this pacemaker appeared to exhibit premature battery depletion. The device was implanted for about two years, but the remaining longevity was four years. It was noted the patient has been in atrial tachycardia/atrial fibrillation (at/af) 100% of the time. Device data was submitted to technical services for evaluation. Review of the device data found the battery was depleting normally; however, there was increased power consumption due to signal processing of at/af signals. It was recommended to reprogram the device to vvi mode and turn off atrial sensing to improve the device longevity. The device remains implanted and in service. No adverse patient effects were reported.